Event description:
It was reported via a legal notification, that a patient, who had an initial right tkr on (B)(6) 2015, and was implanted with optetrak© femoral and tibial components and optetrak logic© tibial polyethlene insert devices, developed severe pain in his right knee, and was advised he would require revision surgery of all the components due to osteolysis at the interface of the femoral component and bone as well as osteolysis at the tibial interface with bone. On (B)(6) 2022, plaintiff underwent revision surgery on his right knee in which ¿marked synovitis was encountered with tissue changes suggestive of osteolysis.¿ furthermore, plaintiff¿s postoperative diagnosis was ¿failed right knee arthroplasty secondary to polyethylene wear and component loosening. The plaintiff¿s surgeon was forced to remove ¿large amounts of osteolytic tissue and membrane¿ and documented ¿extensive bone loss of the femur¿ as a result of the defendants¿ recalled product. Following the revision surgery of his right knee, plaintiff required extensive physical therapy to regain his motion and strength. Upon information and belief, the osteolysis in plaintiff¿s knees was due to premature polyethylene wear of the tibial insert. No device returns anticipated due to this being a legal case. No further information.

Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H6: investigation results : the revision reported in case (B)(4), may have been the result of loosening, osteolysis, and polyethylene wear as stated in the legal documentation. The reported loosening/osteolysis may have been the result of patient-related conditions and an insufficient bond between the implants and the bones. The extent and root cause of the polyethylene wear cannot be determined as the devices were not available for evaluation and radiographs, photographs, or operative notes were not provided.